Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG's) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test for ECG "d". This failure was due to a broken dome wire connecting to the ECG "d". The root cause for the broken wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.